Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an in-service a 980 ventilator generated an error code that rendered it into an inoperative state. There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and replaced the breath delivery central processing unit (cpu), downloaded the software and performed extended self-testing on the device and all tests passed.